Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding that the instrument did not move and after it was removed, they found a broken wire, was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure the permanent cautery hook instrument did not move. The customer removed the instrument from the arm and then found a broken wire. The procedure was completed with no reported injury. On 10/7/2024, intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the surgical task being performed when the issue occurred was to free the esophagus. The hook does not have a grip function. The only feedback instrument's tip can move didn't notice yaw or pitch. There was one cable visibly protruding from the distal end of the instrument. The protruding cable is one that controls the up/down motion of the wrist. No fragment fell into the patient. The instrument was inspected prior to use with no damage noted.